Event description:
It was reported this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This device remains in service. No adverse patient effects were reported.